Event description:
It was reported that during a percutaneous intervention (pci) procedure wire breakage and a dissection occurred. The procedure was indicated for limb salvage. The unspecified target lesion was located in the "anterior tibial". A pt2 moderate support 300cm j-tip guide wire was considered to be "in position". When attempting to advance a non-bsc balloon over the wire, the wire buckled. As the wire was straightened out, the wire "snapped": a 2nd physician was called in and approximately 1 hour later, the wire was able to be removed with a non-bsc snare. No patient symptoms were noted during this time. Following wire removal, a dissection was noted. Treatment included balloon angioplasty with a 2.5x40mm sterling balloon. There were no patient complications reported with the patient's current condition listed as "fine".

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device revealed the device was received in two fragments, the distal fragment measures 37cm and the proximal segment measures 262cm. No other defects were noticed to the device. Analytical lab examination of the fracture surface revealed the presence of a multidirectional type overload. Equiaxed and elongated dimple ruptures in a tensional/bending direction were observed. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B) (4). (B) (4).

Event description:
It was reported that during a percutaneous intervention (pci) procedure wire breakage and a dissection occurred. The procedure was indicated for limb salvage. The unspecified target lesion was located in the "anterior tibial". A pt2 moderate support 300cm j-tip guide wire was considered to be "in position". When attempting to advance a non-bsc balloon over the wire, the wire buckled. As the wire was straightened out, the wire "snapped": a 2nd physician was called in and approximately 1 hour later, the wire was able to be removed with a non-bsc snare. No patient symptoms were noted during this time. Following wire removal, a dissection was noted. Treatment included balloon angioplasty with a 2.5x40mm sterling balloon. There were no patient complications reported with the patient's current condition listed as "fine".